Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an implant of a 23mm edwards sapien 3 valve in the aortic position by transfemoral approach. During fine adjustment valve alignment, the positioning markings were exceeded, making it impossible to expand it safely and successfully. No difficulties were found during gross valve alignment. It was decided to retrieve the system as a single unit, however the delivery system with the crimped valve could not be pulled into the esheath because the valve frame was slightly open and engaged the ileo-femoral vasculature. Therefore, the delivery system and esheath were removed through a cutdown via vascular surgeon. A second valve was successfully implanted. The patient final outcome was good and the patient was discharged home.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device was discarded.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery provided from the site was evaluated, and the following was observed: thv aligned too distal and past the center valve alignment marker. Thv observed not centered on flex tip when at the sheath tip. Surgically removed delivery system shows crimped thv aligned too distal on the inflation balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty and inability to withdraw the system with valve through sheath were confirmed based on evaluation of provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of valve alignment difficulty, as reported, ''it was exceeded the positioning markings of the valve on the balloon during fine adjustment, making it impossible to expand it safely and successfully. No difficulties were found previously during valve alignment''. Per the training manual, ''warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment.'' As such, it is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon. Available information suggests that procedural factors (over-rotation of fine adjust) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint of inability to withdraw the system with valve through sheath, as reported, ''as an action, it was decided to retrieve the system as a single unit, however the delivery system with the crimped valve could not be pulled into the esheath because the valve frame was slightly open and engaged the endothelium, at the time, which was passing through the smallest diameter of the iliaco-femoral arterial segment. Therefore, commander and esheath were removed through an incision in the right access with the help of the vascular surgeon''. A valve aligned to distally may result in the larger crimp profile making it more susceptible to catching on the sheath tip. Additionally, evaluation of provided imagery revealed that the delivery system was not centered at the proximal end of the valve. Per the training manual, ''ensure the thv is centered on the flex tip'', this ensures that there is a smooth transition from flex shaft/tip to crimp balloon. It is possible that during retrieval, a gap was between the valve and flex tip and allowed the struts to be exposed. If the proximal valve struts are exposed, it may lead to a configuration where the crimped valve is likely to catch onto the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. Available information suggests that procedural factors (withdrawal of crimped valve aligned too distal, valve not centered at flex tip) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.